Manufacturer narrative:
Result: the coil was detached from the pusher assembly but the pet lock was intact, indicating that the coil was not detached as intended. The pusher assembly was fractured approximately 59.5 cm from the proximal end. The coil stretch resistant (sr) wire was fractured. Conclusion: the complaint has been evaluated. The complaint indicates that resistance was felt when advancing the coil. The pusher assembly was retrieved and found kinked. Evaluation of the returned product revealed a fracture in the pusher assembly and an unintentionally detached coil. The complaint states that the coil detached in the pxslim microcatheter as the coil was being retracted. This was likely related to the fracture in the pusher assembly which caused the pull wire to retract from the ddt and release the coil. The fracture in the pusher assembly likely occurred when the physician attempted to push the device against resistance as noted in the complaint. The cause of the resistance could not be determined from the description of the complaint or the evaluation of the device. The fracture in the sr wire was not related to the event and likely occurred due to force placed on the device when the coil was removed from the microcatheter. The pxslim microcatheter was functional and was not described in the complaint. The penumbra coil 400 is 100% functionally tested during in-process inspection and visually inspected for damage. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery using a penumbra coil 400. During the procedure, the physician successfully delivered six coils into the aneurysm. The physician then met resistance while advancing a penumbra coil 400. Upon retraction, the physician noticed a kink in the pusher wire and removed the penumbra coil 400. However, the penumbra coil 400 became stuck and unintentionally detached inside the microcatheter. The physician removed the microcatheter and flushed it to remove the penumbra coil 400. The procedure continued using the same microcatheter and four more penumbra coil's 400.